Manufacturer narrative:
Correction: predominant gender of study population was female (not male).

Event description:
Additional information from the physician/author stated that: the mechanisms of renal damage after transcatheter aortic valve implant are multi-factorial, however the medtronic product did not cause or contribute to the adverse effects, there were no explanted prostheses, and the mean weight of the study population was 74 kg.

Manufacturer narrative:
Citation: munoz-garcia aj. Clinical impact of acute kidney injury on short- and long-term outcomes after transcatheter aortic valve implantation with the corevalve prosthesis. Journal of cardiology 66 (2015) 46¿49. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding the occurrence of acute kidney injury after percutaneous valve implantation. All data were collected from multiple centers between april 2008 and december 2013. The study population included 366 patients (predominantly male; mean age 80 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: 58 acute kidney injury, 19 valve-in-valve implants, 92 post implant aortic regurgitation, 119 new onset lbbb, and 91 permanent pacemaker implants. Stroke was also reported after valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.